Event description:
It was reported that the device was deactivated for a surgical procedure to implant a lvad. The device could not be interrogated post-procedure.

Manufacturer narrative:
No medwatch form was received.